Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the nozzle having foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The device was returned and the evaluation found that the nozzle had foreign objects. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, device evaluation and to provide additional information to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the nozzle, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The lm reviewed the customer provided cds processes where information to judge deviation from IFU was not identified. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.